Manufacturer narrative:
The returned cable was evaluated. During evaluation the amount of operating voltage drawn exceeds the limit specification causing the inline power module to heat up. The exact component is unknown because the module is sealed; therefore, the root cause cannot be determined.

Event description:
Customer reported that when he plugs the cable into any of their telemetry systems, the cable starts to heat up significantly that it is hard to touch. A patient was being monitored at the time the issue occurred. No consequences or impact to patient.